Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know how to turn therapy on. It was reviewed how to turn therapy on and off. The caller stated they had called in august because their doctor wanted them to turn off their therapy because they were having problems. They had the device for the bladder and bowel and were having more problems than normal since implant. Agent did not ask about the circumstances that led to the reported issue. The patient was walked through how to turn therapy on, but when they connected it was already on. When asked if they had already tried to turn it on, they said, they tried to connect but never got to the setting screen. They thought it was off because their symptoms got better but stated maybe that was because of their diet. They planned to call their doctor to see if they wanted them to turn it off since they did not know if it was off.